Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. See manufacturer's report number 1627487-2010-01226 for device 1. On (B) (6) 2008, the patient was implanted with a scs system. The patient developed an infection in the cervical area after the surgery and the system was explanted. A culture was taken and the patient was put on IV antibiotics. The results of the culture are unknown. No further information is available.